Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/3/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One empty open foil, one detached needle and one dispensed suture were received for analysis. Product code vcp460h. During visual inspection of the needle, an incorrect swage was observed: the swage mark was positioned higher than normal, adjacent to the needle¿s solid section, which resulted in a pull-off. Based on the information currently available, an incorrect swage was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint #(B)(4). Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2026 and suture was used. The problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. There is no report on patient's injury. The needle did not fell into the patient. No additional information could be provided.